Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer states sensor glucose was 40 and blood glucose was 243 mg/dl. Customer reported that sensor cannula was not bent. Customer also reported to have received a button error alarm. Customer reported that buttons were not responding when attempting a bolus delivery.